Event description:
It was reported that the pump displayed ¿insulin unavailable, please check your cartridge¿ and the cartridge icon showed ¿cartridge empty¿ after a same-day supply change, indicating the device did not recognize the newly filled cartridge and insulin due to an improper cartridge load or seating. Symptoms included no insulin delivery availability. Outcomes included restoration of insulin availability and accurate cartridge status after troubleshooting. Investigation included guided troubleshooting and education on correct cartridge loading, confirmation of cartridge fill and air-bubble removal, disconnection of tubing from the infusion set, reinsertion of the cartridge per procedure, and priming. Investigation of this case revealed that the cartridge was not properly seated or recognized during the loading process, causing an incorrect empty reading and an insulin unavailable alert, which resolved after correctly reloading and priming the cartridge. It was concluded, based on previously established findings for similar reports, that user-related loading technique caused the event.